Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was over 500 mg/dl, 356 mg/dl and there was blood in the sensors insertion site. Customer states the site was not actively bleeding. Customer would not like to continue troubleshooting site issue. Customer states they did not receive a sensor updating not available alert. Customer states they did receive a calibration not accepted alert. Customer states consecutive sensor alerts with different sensors. Customer states they know the cause of the product not adhering. Customer states the insulin delivery was not suspended due to sensor glucose verse blood glucose difference. The device will not be returned for analysis.